Event description:
Per complaint (B)(4), a patient forcefully closed their mandible and caused their dental implant to enter the sinus. A caldwell-luc was required and performed. The dental implant was removed six days after initial placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Patient identifier is unknown.